Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and was able to duplicate customer complaint. During performance check the alarm and oscillator stop came on and then went away. Replaced the alarm board to fix the reported issue. The ventilator operates according to manufacturer specifications.

Event description:
The customer reported that during the pre-use performance check, they start the driver and center the piston. Everything comes into specs. One minute later, although the driver is running, the oscillator stopped light comes on and there is an audible "beep beep" alarm. No alarm condition. No patient involvement.